Manufacturer narrative:
Based on information provided, it cannot be determined if the alleged fungal/bacterial infection is related to activ.a.c.¿ therapy system. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill® therapy system). Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area, untreated or inadequately treated infection, inadequate hemostasis of the incision. Cellulitis of the incision area.

Event description:
On dec 28 2017, the following information was reported to kci by the nurse: the patient was taken off v.a.c.® therapy due to a fungal/bacterial infection to the skin at the periwound site. The patient was prescribed an oral antibiotic and a topical antifungal powder. The area has improved and the patient will continue with an alternate dressing. On dec 28 2017, kci received the patient¿s wound care progress note: on (B)(6) 2017, the patient¿s wound assessment noted, ¿wound itself looks improved, but has bad fungal/bacterial infection periwound¿. On nov 24 2017, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2017, the device was placed with the patient. On dec 18 2017, the device was tested per qc procedures by kci field service and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit. The v.a.c.® dressing type and lot number are not available, therefore a device history review could not be performed.